Event description:
It was reported that (1) device was used during a colo-rectal anastomosis. It was reported by the affiliate that the er320 instrument clips are falling down and not forming correctly. There was no consequence to the pt.